Event description:
A customer reported to carefusion on (B)(6) 2010, that the depth markings on their 10 french suction catheter from part# 4895t were inaccurate.  The 3.5 cm measurement was off by 5.0 cm.  There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition the subassemblies were reviewed and it was observed that one of the potential lots of subassembly for the printed catheter (part#71-14461b lot# 09s04119) had a noted interruption of manufacturing (B)(4). All material in plant was re-inspected 100%. A quality impact evaluation was developed to release the material already processed. The customer returned 11 suction catheters. Visual evaluation observed the depth markings on these catheters deviated by 3 cm for the printed marks. The reported issue was confirmed. The root cause was printing process variation. Two capas were opened to investigate these issues further: CAPA numbers (B)(4). Review of the manufacturing process concluded that the inaccuracy of the line markings was potentially caused by multiple factors (B)(4). One of the possible causes was the puller used to pull the tubing (B)(4). The puller was relocated (B)(4). The puller and printing sensor were added to the preventative maintenance equipment in order to assure these two items are in good condition and help prevent this type of error. (B)(4). (B)(4). A retrospective review of all complaints during this timeframe was conducted by the new carefusion (B)(4) team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.